Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 2.75x 38mm stent delivery system (sds) was returned for analysis. The unit was received with a stent protector on the unit and also the pigtail mandrel inserted. A visual examination of the crimped stent found proximal stent damage to the 1st strut, strut was raised slightly from the balloon and moved in a proximal direction. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-mar-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly calcified left circumflex (lcx) artery. Following pre-dilatation, a 2.75x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed proximal stent damage and stent moved on balloon.